Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) touchscreen was not responding. No patient was involved, and no harm was reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. Upon inspection, the flat cable connector was found to be improperly attached, which likely caused a loss of contact and resulted in the touchscreen malfunction. The connector was reattached and secured to ensure proper connection. The system was fully tested following the repair, with all functions operating as expected. The unit met all specifications and was cleared for clinical use.